Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer has advised that the repair for the iabp unit involved is no longer possible due to the end of service condition of the iabp unit. The iabp unit has been removed from service and will be decommissioned. No parts were replaced and no further investigation is required.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) generated a "maintenance required # 4" message. It was noted that therapy was able to be carried out to completion. There was no patient harm and no adverse event was reported.